Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer¿s reported separation. The customer stated the set would not be returned because it was not saved.

Event description:
An e-mail was received which reported the following: ¿we had an incident that the tubing came apart at the connection to the flow regulator where it inserts into the pump chamber.¿ there was no report of pt harm or medical intervention. Although requested, no further pt or event info has been provided.